Event description:
The distributor reported that, there were fifteen pieces of dressings found with colored dot. The product was not used. The photographs depicting the issue were received from the complainant.

Manufacturer narrative:
MDR . E1: complainant street address: (B)(6). Complainant country: philippines name of affiliation: (B)(6). Based on the available information, this event is deemed to be a reportable malfunction. Photograph, video and/or physical sample evaluation: there are photographs associated with this case and in these, the reported defect can be seen. No unused return sample was expected. Batch record revision results: lot 3d04585 was manufactured on 03/may/2023, in doyen b line, with a total of (B)(4) market units (mkus). The complaint investigator performed a batch record review on 10/oct/2024, to verify if all the applicable procedures were followed and no issues were found; all the components for assembly were correct per bill of materials (bom) and all the tooling information documented was also correct, system application product (sap) material identification (ID) 1704770 and manufacturing order (B)(4). The production process, in-process control, testing results and packaging of products was run according to the process instruction (pi). Review of the batch record showed that all relevant tests required during the manufacturing process and final product release had been fulfilled and met the requirements. No discrepancy related to this issue were found within the documentation. Historical complaints review: on 10/oct/2024, the complaint investigator ran a query in database in order to verify the complaints reported for 3d04585 lot for the malfunction ¿foreign matter within product, sterile products (e.g. Metal contamination in dressings, particulates within fluids, gels etc)¿ and as result no additional complaints were identified during this search as per work instructions (wi). Historical nonconformance review: on 10/oct/2024, the complaint investigator ran a query in database looking for any in process nonconformance / corrective action / preventive actions (CAPA) (s) associated to the malfunction ¿foreign matter within product, sterile products (e.g. Metal contamination in dressings, particulates within fluids, gels etc)¿ for the lot number 3d04585 and as result, no nonconformance / corrective action / preventive actions (CAPA) (s) for this malfunction were generated during the manufacturing process of the referenced lot. Current quality controls: based on the process instruction (pi), the following tests are performed in the manufacturing lines, in order to identify this failure mode in our manufacturing process: test methods (tm) " package seal integrity nonconformities". Method ¿ 7 ¿ frequency: every 30 minutes ¿ sample quantity: (B)(4) market unit o nlt 5 chevrons. ¿ acceptance criteria: accept = 0 / reject = 1 defect rate analysis: there have only been 15 defective parts confirmed to date from a lot size of 75,600 products. This represents a defect rate of only (B)(4) which is well within an appropriate acceptable quality level (aql) for leakage which should be (B)(4) based on our standard operating procedure (sop) "quality inspection plan". In addition, all the in-process testing on this lot did not find a single defective unit, which confirms that the lot is unlikely to breach an acceptable quality level (aql) of 0.25 this issue certainly appears to be an isolated incident, but more importantly to date, it is well within our accepted acceptable quality level (aql) level for this type of failure mode or defect. Conclusions: a review of batch records was completed and showed that all relevant tests required during the manufacturing process and final product release had been fulfilled and met the requirements. No discrepancies related to this issue were found within the documentation. This issue will be monitored through the post market product monitoring review process, standard operating procedure (sop). To date no additional information has been received. Should additional information become available, a follow-up report will be submitted. FDA registration number reporting site: 1049092 manufacturing site: 9618003.